Event description:
It was reported that externalized conductors were observed. Lead was explanted and replaced during device change out for normal eri.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Internal insulation abrasion was noted at 12.7-13.0cm, 13.0-14.2cm, and 13.8-14.1cm from the distal tip. The etfe coating was intact at these locations.